Event description:
The pump was reported to overinfuse. The pump was set to infuse lactated ringers at a rate of 75ml/hr but it was noted the pump infused much faster than that. No add'l details are known. No medical intervention was needed and no pt injury resulted.